Event description:
Medtronic received information that following the explant of a medtronic transcatheter valve, an edwards valve was implanted. Following the implant of the edwards valve, the patient experienced ventricular tachycardia arrest and expired on the same day. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).